Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 104 mg/dl. Customer stated that the pump was beeping and had a black circle on the screen with a button error alarm. Customer could not erase the message. Customer does not recall having bumped or exposed the pump to moisture. Customer was asked to remove the battery for 30 minutes and when he called again, the error had returned. Customer received a replacement pump. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No black circle, button error alarm, or audio anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.